Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz1000-07 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxzero needless connector was separated. The following information was received by the initial reporter with the following: patient 1: patient's IV pigtail became disconnected at the luer lock connection. Patient was bleeding into bed linens. New bd pigtail was supply used. On (B)(6), time 0000 patient 2: patient's IV pigtail became disconnected at the luer lock connection. Patient was bleeding into bed linens. New bd pigtail was supply used. On (B)(6) time 1200 patient 3: patient's IV pigtail became disconnected at the luer lock connection. Patient was bleeding into bed linens.